Event description:
The manufacturer received information alleging an issue with a ventilator's "right" navigation button. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the response of the "right" navigation button was found to be inadequate. The device's front panel/keypad led pca was replaced to address the issue.